Event description:
It was reported an implant migration occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45 day routine follow up, transesophageal (tee) imaging revealed the closure device had shifted from its implanted position. The physicians are referred the patient to the surgery department for treatment and the surgical explant intervention was performed three (3) days later. The watchman closure device was explanted via minimally invasive cardiac surgery (mics), and the laa was surgically treated, although the site states that it is unknown if it was treated as a resection or clip. Patient discharge status remains unknown.